Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the essure implant in the left tube was perforating through at the isthmic part of the tube just out of the cornual area."), device dislocation ("the right essure implant was in the mesosalpinx.") And genital haemorrhage ("constant bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 9 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia with the passage of large blood clots"), dyspareunia ("dyspareunia"), migraine ("migraines"), anaemia ("anemia"), teeth brittle ("brittle teeth"), fatigue ("fatigue") and pelvic adhesions ("left tube was adherent to the left pelvic wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia with the passage of large blood clots"), dyspareunia ("dyspareunia"), migraine ("migraines"), anaemia ("anemia"), teeth brittle ("brittle teeth"), fatigue ("fatigue") and pelvic adhesions ("left tube was adherent to the left pelvic wall"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (patient underwent robotic bilateral salpingectomies and removal of essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, anaemia, teeth brittle, fatigue and pelvic adhesions had not resolved. The reporter considered anaemia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, pelvic adhesions and teeth brittle to be related to essure. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Her symptoms have not completely resolved since the surgery. Over the past year, plaintiff continued to complain of abnormal bleeding and fatigue. She was assessed with oligomenorrhea, menorrhagia and anemia. As a result, she underwent a hysteroscopy d & c (dilatation and curettage) on or around (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: showed a patent left fallopian tube.; on (B)(6) 2014: showed the left tube continued to be patent; on (B)(6) 2016: occlusion of the fallopian tubes is not confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure implant in the left tube was perforating through at the isthmic part of the tube just out of the cornual area.') And device dislocation ('the right essure implant was in the mesosalpinx.') In a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydatid cyst, pelvic adhesions and ovarian cyst drainage. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), 9 months 3 days after insertion of essure. On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), menometrorrhagia ("menometrorrhagia with the passage of large blood clots"), dyspareunia ("dyspareunia"), migraine ("migraines"), anaemia ("anemia"), teeth brittle ("brittle teeth"), fatigue ("fatigue") and pelvic adhesions ("left tube was adherent to the left pelvic wall"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (patient underwent robotic bilateral salpingectomies and removal of essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, anaemia, teeth brittle, fatigue and pelvic adhesions had not resolved. The reporter considered anaemia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, pelvic adhesions and teeth brittle to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Her symptoms have not completely resolved since the surgery. Over the past year, plaintiff continued to complain of abnormal bleeding and fatigue. She was assessed with oligomenorrhea, menorrhagia and anemia. As a result, she underwent a hysteroscopy d & c (dilatation and curettage) on or around (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: showed a patent left fallopian tube.; on (B)(6) 2014: results: showed the left tube continued to be patent; on (B)(6) 2016: results: occlusion of the fallopian tubes is not confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic adhesions, pelvic pain. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient's date of birth and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.